Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The pump was received with minor scratched lcd window, cracked keypad at select button, cracked case and cracked retainer.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that display is blank currently. It also reported that the display did not returned after insulin pump restart. The customer will return insulin pump for analysis.